Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported blood was backing up and it was noted the filter was leaking at the "center dot". The filter had been changed on (B)(6) 2019 at 2300 and was being used on a patient with a diagnosis of prematurity. Tpn was infusing at 2ml/hour. Tpn and lipids were running separately. No other leaks were noted, and the patient was not on other IV medications. The line was flushed, the filter was changed again, and there was no patient harm.

Event description:
The customer reported blood was backing up and it was noted the filter was leaking at the "center dot". The filter had been changed on (B)(6) 2019 at 2300 and was being used on a patient with a diagnosis of prematurity. Tpn was infusing at 2ml/hour. Tpn and lipids were running separately. No other leaks were noted, and the patient was not on other IV medications. The line was flushed, the filter was changed again, and there was no patient harm.

Manufacturer narrative:
The customer¿s report that blood was backing up and that the filter was leaking from its vent was confirmed. The customer provided a photo showing the set with blood residue in both the filter and the tubing below the filter. Visual inspection of the sample showed the same dried blood in the filter and tubing. The filter vent media was also observed to be compromised/saturated with the dried blood residue. Functional testing was performed and it was observed that fluid leaked out from the vent of the 0.2 micron filter. The root cause of the leak was oversaturation of the filter which causes the infusate to leak/weep out through the path of least resistance (the filter air vent).